Event description:
It was reported the patient had a return of chronic pain symptoms, low back, despite escalating doses. The location of the catheter issue was unknown. Diagnostics included a failed catheter dye study. An MRI was also done. A revision was done and the 8709sc catheter explanted and replaced with an 8780 ascenda catheter. Per the reporter there were no catheter segments left in the intrathecal space. The patient status at the time of the report was indicated as alive, no injury. It was also reported that the patient was doing ¿good¿ and receiving effective therapy. The pump was used to deliver dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Device evaluation summary ¿ analysis of the catheter found no significant anomaly; ¿catheter body ¿ dried drug, blood, or foreign material occlusion.¿ (B)(4).

Event description:
Additional information received from a consumer reported a delivery and catheter failure with a reported granuloma. It was reported the patient experienced withdrawal, was hospitalized, and had a catheter revision on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.